Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and stenosis are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use, as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2019 the 3.0 x 18 mm xience sierra stent was implanted in the mid left anterior descending (lad)coronary artery and the 3.0 x 12 mm xience sierra stent was implanted in the proximal right coronary artery. On (B)(6) 2019 the patient had recurring angina. A coronary angiogram was performed and found 80% in-stent restenosis in the mid lad. A non-abbott resolute stent was implanted in the mid lad and the stenosis was 0%. The condition resolved on (B)(6) 2019. No additional information was provided.